Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt messages. The pt was issued a replaced electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The cause of the check belt messages is the poor connection between the electrode belt and monitor. The root cause of the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.